Manufacturer narrative:
Examination of the returned devices finds no abnormal wear patterns. Mating wear is found centrally loaded on both femoral head and insert articulating surface. There are dings, gouges, and scratches noted on the femoral head close to the taper; likely from extraction as matching damage is not found on the insert. It should be noted, circular striations are present on one side only of the female taper, as well as burnishing and signs of micromotion. The femoral stem was not returned for examination. The insert was returned half extracted, but still locked, into the acetabular cup. Wear found centrally indicates it was loaded properly. There are several gouges on both the cup and the insert on the outer surfaces indicating damage from extraction. Examination of the acetabular component finds bone growth covering approximately 20% of surface. No patient demographics made available. No further event information, including x-rays, have been made available. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the returned devices finds no abnormal wear patterns. Mating wear is found centrally loaded on both femoral head and insert articulating surface. There are dings, gouges, and scratches noted on the femoral head close to the taper; likely from extraction as matching damage is not found on the insert. It should be noted, circular striations are present on one side only of the female taper, as well as burnishing and signs of micromotion. The femoral stem was not returned for examination. The insert was returned half extracted, but still locked, into the acetabular cup. Wear found centrally indicates it was loaded properly. There are several gouges on both the cup and the insert on the outer surfaces indicating damage from extraction. Examination of the acetabular component finds bone growth covering approximately 20% of surface. A depuy product director finds cement on the acetabular cup. The (B)(4) "porocoated acetabular cup" is only indicated for cementless use. No patient demographics made available. No further event information, including x-rays, have been made available. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient experienced pain in the hips. Osteolysis of the femur and high levels of metalic ions and cobalt in the blood .

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.